Event description:
A patient reported experiencing inaccurate high results with an ot ultra meter. The patient's blood glucose results were 429mg/dl (meter), 255mg/dl (lab). Tests were done less than 10 minutes apart with a difference of 68%. Patient did not experience any adverse events.